Event description:
It was reported that the rotapro console display issue occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A rotapro console was selected for use. During preparation, it was noted that the console display turned off and failed to come back on. The power plug was moved to another outlet and the display came back up and the procedure was completed using this console. There were no patient complications.